Manufacturer narrative:
Additional information d9, h3, h6 and h10. The actual sample was received for evaluation. A visual inspection with the naked eye observed a hole in the tubing close to the twist clamp. Functional clear passage and clamp function tests were performed with no issues noted. A leak test was performed and a leak was observed at the location of the hole. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked. The leak was identified at the connection of the tubing and white part (twist clamp). This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.